Event description:
It was reported that the patient dropped the ilet device and the screen became unresponsive, preventing unlock despite multiple attempts; a replacement device was arranged and the patient was instructed on shutdown, return, and startup steps, with data not transferable to the replacement. Symptoms included no reported adverse clinical effects. Outcomes included continued use of cgm via dexcom app or receiver and planned replacement shipment with return of the original device. Investigation included remote triage and verification of device behavior based on user reports. Investigation of this device revealed a mechanical or display input failure consistent with impact damage rendering the touchscreen or unlock function unresponsive. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to accidental drop.

Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."